Event description:
The customer reported that they are having "problems with leaks." No samples were saved. The lot number reported has an expiration date of 7/2006; working on verifying the accuracy of that lot. Product code 5001102; lot number is unknown.